Manufacturer narrative:
The reported event of obstruction in the header was not confirmed. The header was observed under the microscope and no anomalies were found. Test leads were able to be inserted and secured normally into the header.

Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator (ICD). During the procedure the lead was unable to be inserted into the atrial port. It appeared that plastic obstructed the device header. The procedure was completed with a replacement device. There were no patient consequences.